Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that the nibp module required replacement. The fse also recalibrated nibp. Based on the information available and the testing conducted, the cause of the reported problem is the nibp module. The reported problem was confirmed. The equipment functioning correctly in accordance with the manufacturer's specifications after nibp module replacement and recalibration. Section e reporting institution phone #: (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue mp30 indicating that the monitor continued to show very high non-invasive blood pressure (nibp) values. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.